Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the preloaded stapler was given to the physician. When fired, the stapler cartridge fell off the base of the stapler. The cartridge was retrieved and another preloaded stapler was used to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n53z1d. The analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.